Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of august 7, 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4) . The distributor reported the following: "machine showing xdcr fault and vent inop" according to the distributor, the unit started working properly after the replaced the main printed control board assembly. No patient involvement. The incident occurred during routine "check up".